Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A possible device malfunction was reported.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. Further in situ measurements showed temporarily high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A possible device malfunction was reported. It is considered to proceed with reimplantation, but no date has been scheduled.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered as soon as possible.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. Further in situ measurements showed temporarily high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Furthermore, in situ measurements showed temporarily high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly was not hearing well with the device. The user has been re-implanted.